Manufacturer narrative:
(B)(4). Date sent: 07/24/2025. B3: only event year known: 2025. D4: batch #c9dt5t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with no reload present, and with the battery pack loaded on the device. The battery pack was fully drained which is normal for a pack that has been installed into a device. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additional, the log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of battery pack insertion or removal could not be confirmed as the returned battery was inserted and removed with no issues noted. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9dw95, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number c9dt5t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there were issues with battery connection during roux-en-y procedure. It was reported that when the battery was fully inserted the device would power down but if they pulled it out slightly it would function. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.